Event description:
The customer was standing at the central station and was watching her patient, sees a non sustained vt at the monitor but didn't get an alarm. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Initial reporter name and address: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue mx40 802.11a/b/g indicating that there was no vt alarm with philips monitor. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
No diagnostic/functional testing was performed. A review of the of the available information confirmed that this would be a configuration issue and not a failure of the device. It was determined that one of the screen captures was showing hexad monitoring (6 lead / mason-likar), and one shows the easi setting was selected. Based on the information available, the cause of the reported problem was confirmed that the device was configured incorrectly stating the wrong choice of primary and secondary lead. The device was confirmed to be operating per specifications and no failure was identified. H3 other text : device not returmed.